Event description:
A customer reported a system message displayed during start up, and the laser was broken. There was no pt involvement. The case was performed without mention of laser. There was no pt harm. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).